Manufacturer narrative:
Additional information: section h3, device evaluated by manufacturer? Yes. Device evaluation: a visual inspection of the accompanying photograph shows a fiber in the eye of the patient. At the time of the investigation, product was not available for evaluation; therefore, no testing could be performed. The reported event cannot be confirmed. If product is received and product evaluation is required, this investigation record will be reopened to document product evaluation results. Based upon the visual inspection of the accompanying photograph showing a fiber in the eye of the patient, it cannot be confirmed if this observation is due to a product defect / malfunction / product non-conformity. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a procedure with healon a black thread was inserted in a patient's eye, which entered along with the healon. The fiber was successfully removed from the patient's eye. There were no complications or harm to the patient. The fiber could not be retained for further examination. No further detail was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. Healon is not an implantable device. Section d6b: explant date: not applicable. Healon is not an implantable device. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.